Manufacturer narrative:
Other relevant device(s) are: product ID: 9735787 ; product ID: 9735773 ; product ID: 9735881 ; product ID: 9735773. A medtronic representative went to the site to test the equipment and the battery and ups were replaced. The battery and system were working and fully charged in a when a self test was ran. The navigation system passed the system checkout and was found to be fully functional. Analysis was performed on the returned uninterruptable power supplies (ups) and battery. The battery was tested for over 24 hours with accompanying ups. After 24 hours the units did not shut down or heat up. When the ups was removed from the ac power, the battery powered the ups for the programmed 11.5 minutes before shutting down. Before and after testing, the battery measured acceptable voltages at 50.43v and 52.08v. The second battery was tested with the ups and the issue was confirmed. The battery heated up during testing and the ups shut down. Voltage measured 52.63v and then 54.05v after shutdown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the navigation system unexpectedly shut down intraoperatively. It was noted that the site attempted to discharge ups, but no additional information was available. Additional information indicated that the system would not stay on. Medtronic navigation was aborted for the procedure. There was a delay of less than 1 hour and no impact on patient outcome.